Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a sudden loss of therapy so they moved from program 3 to program 1 prior to calling into the manufacturing company; the event was considered a sudden change in therapy/symptoms. They further elaborated and said they were "having accidents and when I tried to change the settings it would give me real weird stuff" on program 3. The patient couldn't elaborate and explain what "weird stuff" they were seeing. Patient kept asking why "the weird stuff was on the screen before", but the manufacturing company couldn't provide an answer due to the missing details mentioned earlier; the manufacturing company suggested they could have been navigating through the menu settings and confused themselves. The reason for call was "wont let me move it up or down and the other issue is sometimes it wont let me change the setting" which started today. They also said "when I press the button to change the setting number it doesn't work". During the call, the patient synched to their ins which showed stimulation was on; they were at 3.4v and adjusted to 3.0v. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) as they were having "lots of accidents" on date of initial report. They were further advised to keep stimulation at 3.0v since it was comfortable and see if that setting helps their symptoms. No further patient complications have been reported as a result of this event.